Event description:
It was reported that during a da vinci-assisted surgical procedure, while docking the sp robot, repeated connection errors occurred with the scope. Even after re-draping the scope area, the connection could not be established, and attempts to use a different scope product also failed, leading to the replacement of the entire drape. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.